Manufacturer narrative:
Philips service reloaded the flexvision software and instructed the user to restart the monitor. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that monitor displayed gray image; restart required to restore functionality on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.